Manufacturer narrative:
E1: the first affiliated (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: severe scratches damage inside the forceps channel. Olympus confirmed foreign material was inside of the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device found black spots inside the forceps channel during service / maintenance. There were no reports of patient involvement.